Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the haptic broke in the patient's eye during injection. The lens was removed and a backup lens was implanted. The procedure took approximately an hour. During postoperative verification, no infection or complication was noted by the physician. Additional information was requested but not received to date.

Manufacturer narrative:
Additional information provided in describe event or problem, device available for evaluation?, evaluation codes, and additional MFR narrative. The lens was returned. Viscoelastic and blood are dried on the lens. One haptic is broken at the optic/haptic junction. The optic is cut on the edge, as indicated by the customer, but the implant was not cut in half. The customer indicated the use of a qualified cartridge and handpiece. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The reported haptic damage was observed. Lens damage during delivery typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; or if the handpiece plunger is not positioned correctly at the trailing optic edge. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of blood, surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Event description:
Additional information was received reporting the patient's symptoms have not resolved. The patient is also experiencing low visual acuity. The suture removal is in progress.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the stitch was removed and the patient outcome has resolved with treatment. The surgeon reports the patient's visual acuity was still low and related to the event.

Manufacturer narrative:
(B)(4).